Event description:
Paint from this teether came off in baby¿s mouth. Product type: nursery equipment and supplies; manufacturer importer: regent baby products; additional details. Purchase date: (B)(6) 2018. Teether assortment sb9698; distributed by (B)(4). Document number: (B)(4).